Manufacturer narrative:
Date of event: exact date unknown, event occurred in the summer of 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20101232.

Event description:
It was reported that the patient underwent a system explant procedure due to ineffective therapy. No device malfunction was suspected. The explanted devices will not be returned as they were kept by the medical facility.